Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery when the reservoir was about halfway full. The customer discontinued the use of the insulin pump and reverted to a backup plan due to the no delivery alarms. Some infusion sets had bent cannulas. Customer's blood glucose level was not reported. The device was not returned.